Event description:
Reference MFR. Report#1627487-2019-04603; reference MFR. Report#: 3006705815-2019-01651.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2019-04603. It was reported that the patient had experienced reduced surgical wound healing at the peripheral lead sites when one of the wounds had opened and exposed part of the lead. Cultures were taken and infection was ruled out. Surgical intervention was undertaken wherein both peripheral leads were explanted and replaced. Issue resolved.

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2019-04603; reference MFR. Report#3006705815-2019-01651. Additional information indicates that the cultures came back positive for staphylococcus. Infection was resolved by explanting and replacing the leads in conjunction with antibiotics.